Manufacturer narrative:
The additional quality control monitoring using uv/vis analysis has already been implemented. The field safety corrective action is in preparation and will be notified to the authorities immediately.

Event description:
The dentist found that ten veneers which she cemented with variolink ii and excite f dsc had a green discoloration.